Manufacturer narrative:
Date of report: 03/15/2019. Date rec¿d by MFR: 05/07/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date; (B)(6) 2018. Date of report: 4oct2018. The manufacturer¿s field service engineer (fse) confirmed the reported faulty touchscreen issue; and replaced the touchscreen. The unit performed the required safety tests.

Event description:
The customer reported that the touchscreen is not responding. There was no patient involvement. The event date was not specified; estimate used.